Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory also indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the alert triggered, and the implantable cardioverter defibrillator (ICD) exhibited electromagnetic interference on the atrial channel. The ICD remains in use. No patient complications have been reported as a result of this event.